Event description:
The customer reported that in the middle of treating the patient, the radiation therapist on the treatment machine recalled seeing an error message indicating that aria must close. The therapist did not recall the exact wording of the message, but clicked on the message and aria closed. They restarted aria and reopened the patient. Aria auto field sequenced to what the therapist assumed was the next field to be treated and moded-up the field. The treatments were delivered until all fields were completed. The patient was then closed allowing aria to save the treatment and the integrated images obtained by the portal imager. Physics apparently was not notified since the therapist assumed the treatment was accurately delivered. This was essentially the same situation for the 2nd patient, except the therapist reported the unusual occurrence to physics after the patient's treatment was completed. There was no report of injury to either patient and no further patient condition data was provided.

Manufacturer narrative:
The reported issue was confirmed on june 24, 2010. Varian's investigation identifies that if the 4ditc application crashes during a multi-field split carriage imrt treatment delivery, an error condition in updating the patient's session information in the cache may occur, and the field(s) and/or subfields can be delivered again without warning to the user. The result would be a treatment delivery with higher than intended dose to the target volume and possible increased dose to normal tissues and critical structures. The dose uniformity within the target volume would also be affected by the duplicate delivery of the beam(s). Unintended dose in this range would be unlikely to lead to serious harm and would be expected to be detected during the treatment session or by weekly chart check. In this case, since this had only occurred on a single treatment fraction, and each patient was treated with multiple fractions over several weeks, and since only one beam of several beams was affected, it was determined that the delivered doses were less than 1% more than the prescribed doses. The physician had determined that the dose difference was inconsequential for both patients, and that no further clinical actions were required. A customer technical bulletin will be sent to affected customers to provide clarification and further instructions regarding this issue. No follow-up reports are anticipated.